Manufacturer narrative:
The reported events were high defibrillation impedance and twiddler's syndrome. As received, a complete lead was returned in two pieces. The reported event of high defibrillation impedance was confirmed. Visual inspection of the lead found external insulation abrasion breaching the right ventricular shock coil lumen proximal to the suture sleeve tie impression consistent with friction to the device can. The ethylene tetrafluoroethylene (etfe) coating was found abraded and the right ventricular conductor cables were broken and exposed. The cause of the reported event of high defibrillation impedance was isolated to external abrasion caused by friction to the device can exposing and breaking the right ventricular conductor cables. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead. X-ray imaging confirmed the right atrial (ra) and rv leads were both still attached to the myocardium, however, portions of the lead bodies had become twisted together in the pocket due to twiddler's syndrome. The rv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition. Related manufacturer report number: 2017865-2020-06577.